Manufacturer narrative:
The hydromark breast biopsy site marker is used to mark tissue during a percutaneous breast biopsy procedure, visible under ultrasound for at least 6 weeks, and be permanently visible by x-ray and MRI. One hydromark marker, product code 4010-02-15-t3, was placed at the time of the initial biopsy. The procedure was completed with no known patient hypersensitivity or immune response at that time. Patient follow-up reported that the patient is good and has had no further issues. The marker was not removed. Patient is being monitored by a health professional. Awaiting additional follow up from account on results of any allergy testing that may have been conducted. No testing on the specific device has been conducted. The marker remains in the patient and the applicator portion was disposed of at the conclusion of the biopsy procedure per internal medical facility procedures. However, sensitivity, cytoxicity and other reaction testing was conducted as part of the initial qualification of this device. No know reactions similar to those reported in this event were reported during this testing. Although it could not be concluded that our device caused or contributed to this event, due to the reported adverse event as well as medical consultation on similar events, this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report. Device not returned.

Event description:
The (B)(4) affiliate reported that a patient reported a significant allergic reaction of unknown cause. Patient had a stereo biopsy on (B)(6) 2017, no ill effects at the time. Patient started experiencing swollen and tingling lips around dinner time. She woke up early the next day with all over body rash that was extremely itchy.

Manufacturer narrative:
It has been confirmed by the health professional in charge of this patient that the woman concerned has not needed any further treatment for her allergic reaction. It was managed by antihistamines and was self­limiting, she did not require steroids. The patient saw her gp the day after the reaction and his view was that it was most likely to be associated with something temporary in her system as it was resolving, possibly something she ate or the local anaesthetic. He felt it was unlikely to be the clip or associated gel because it has resolved spontaneously. She is under instruction that if her allergy recurs she must contact her gp again. The patient had a benign result from her biopsy and at her results appointment was fit and well. There are no plans to see her until her next screening appointment in 3 years and the clip is still in situ. There is no additional follow­up required for this event. Device not returned.

Event description:
The (B)(4) affiliate reported that a patient reported a significant allergic reaction of unknown cause. Patient had a stereo biopsy on (B)(6) 2017, no ill effects at the time. Patient started experiencing swollen and tingling lips around dinner time. She woke up early the next day with all over body rash that was extremely itchy.